Event description:
It was reported that the balloon rupture occurred. Two 8.00mmx2.0cmx90cm peripheral cutting balloons were selected for use on the dialysis graft. During procedure, it was noted that the balloon ruptured at 3 atmospheres. The device was removed and another balloon was inserted into the patient. However, the second balloon also ruptured and the blades did not collapse fully and became stuck just outside the sheath when attempting to remove. A snare was used to grab the stuck balloon and aid in removal. The device was removed successfully and the procedure was prolonged due to this event. No complications were reported and no harm occurred to the patient.

Manufacturer narrative:
A2: age at time of event: 18 years or older (mid-60's). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 5mm proximal of the distal markerband and extending approximately 7mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older (mid-60's).

Event description:
It was reported that the balloon rupture occurred. Two 8.00mmx2.0cmx90cm peripheral cutting balloons were selected for use on the dialysis graft. During procedure, it was noted that the balloon ruptured at 3 atmospheres. The device was removed and another balloon was inserted into the patient. However, the second balloon also ruptured and the blades did not collapse fully and became stuck just outside the sheath when attempting to remove. A snare was used to grab the stuck balloon and aid in removal. The device was removed successfully and the procedure was prolonged due to this event. No complications were reported and no harm occurred to the patient.